Event description:
It was reported that md inserted the sheath via femoral artery. The intra-aortic balloon (iab) was prepped per instruction and inserted in the cath lab pre-op in 2007. One day later, while in the intensive care unit (ICU), blood was seen in the drive line tubing and in the pump. While removing the iab, the md tore the femoral artery. The patient was taken to the or to repair the femoral artery. The md noted that there was a blood clot in the iab. The patient was released from the ICU two days later.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.